Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of clonidine at 1500 mcg/day and 20 mg/ml of dilaudid at 15 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017, it was reported that a low battery reset and reset occurred. The patient first started hearing the alarm on (B)(6) 2017, but the events repeated throughout the event logs so determination of the start of the issue was not possible. The patient felt like they had the flu two weeks prior, which was clarified as being in september. The rep was present on site to assist in the pump replacement and was informed of the event by the hcp at that time. The pump was replaced on (B)(6) 2017. No further complications were reported. Additional information was received from the manufacturer's representative (rep) on 2017-sep-19. It was reported that the pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated. Additional information was received from the manufacturer's representative (rep) on 2017-sep-30. The rep stated they were notified o f the event on the day of the event, (B)(6) 2017(reasonable information that this was a typo, as the event occurred on (B)(6) 2017, as previously reported). The resets were not resolved as they replaced the pump on (B)(6) 2017. The rep had sent the pump in for analysis and it was received. The patient's weight is unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned and analysis identified high battery resistance during functional testing. Result code 3233 and conclusion code 11 no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.